Event description:
A pt reported blood glucose results of "360, 236,215,126,102,226, and 166 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.